Event description:
Complainant alleged that medics analyzed a patient experiencing chest pains, and that the device returned a "shock advised" determination. Subsequent to the incident, a case reviewer felt the presented rhythm was a non-shockable rhythm. The complainant indicated that there was no adverse effect on the patient as a result of the reported malfunction.